Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The flow sensors were replaced and the ventilator was calibrated. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that tidal volume was higher than expected. There was no reported patient injury.